Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia .manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with two 450cc smooth mentor memorygel breast implant prostheses experienced right-sided implant rupture and breast pain, and left-sided anisomastia postoperatively. Rupture was suspected based on MRI. In addition, the patient¿s surgeon stated that the left bread had a little bit more superior pole fullness than the right breast. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.